Event description:
It was reported to boston scientific corporation that an interject injection therapy needle device was used for hemostasis in the upper gi tract. According to the complainant, when they tried to extend the needle before insertion into the scope, the needle detached from the device. No damage was noted to the packaging. Another interject injection therapy needle device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
A visual evaluation performed on the returned device failed to identify any issues with the unit; no damage was observed. A functional evaluation was performed, which also failed to identify any issues with the unit; the device functions as intended. The needle was found to be secured to the sheath as intended. The reported failure was unable to be confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. The complainant reported that the needle detached. The investigation confirmed that the needle was secured to the sheath as intended. Therefore, based on the investigation results, this complaint is no longer considered a MDR-reportable event.

Manufacturer narrative:
(B)(4) for the reported event of the needle detaching. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an interject injection therapy needle device was used for hemostasis in the upper gi tract. According to the complainant, when they tried to extend the needle before insertion into the scope, the needle detached from the device. No damage was noted to the packaging. Another interject injection therapy needle device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.